Event description:
It was initially reported that the patient had been referred for vns replacement due to battery depletion. On the date of surgery, high impedance was found pre-operatively. The generator was replaced and the high impedance continued with the new generator. The surgeon began to pull the lead out and found that the casing was ¿missing¿ from the lead. The surgeon continued to pull the lead out and found that the lead had in fact broken apart. The full lead (including electrodes) was removed before placing a new lead. Due to the facility¿s policies the explanted products are not available for return. No additional or relevant information has been received to date.